Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial #: (B)(4), implanted: (B)(6) 2012, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 07-sep-2014, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving morphine (25 mg at 5.02965 mg/day) via an implanted pump. The indication for use was spinal pain. It was reported the patient underwent normal replacement of the pump due to end of life and a revision of the intrathecal catheter on (B)(6) 2019. When the sutureless attachment was disconnected from the old pump, it couldn't be connected to the new pump, therefore the catheter needed to be revised and a new sutureless attachment part was spliced to the old catheter. Other surgical intervention occurred where the sutureless connector was replaced on (B)(6) 2019. It was indicated the event was related to the device or therapy and not related to the implant procedure. The device diagnosis was sutureless attachment worn off. The issue resolved without sequelae on (B)(6) 2019. The patient's weight was (B)(6). The clinical diagnosis was other sutureless attachment worn off. The event date was (B)(6) 2019. No further complications were reported/anticipated.